Event description:
A malfunction was reported on a pump by a caller, but no notable events occurred before the malfunction. The caller did not disclose if their blood glucose exceeded any particular levels, leaving the impact on their blood glucose unknown. Customer technical support provided information to reset the pump and assisted the caller in doing so. After the reset, the malfunction code did not recur, and the customer was able to continue using the pump. The caller understood the instructions to call back if any issues reoccur.